Event description:
It was reported the patient presented remotely via merlin.net. Review of the transmission revealed the right ventricular (rv) lead exhibited high defibrillation impedance. No changes or intervention was performed; the lead will continue to be monitored. The patient was in stable condition.